Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was sleeping when he experienced seizures, the spouse saw patient seizing in bed and called ems. At that time the cgm reading was 100 mg/dl and there was no bg value reported. The paramedics took a bg reading which was 27 mg/dl. They treated the patient with glucose tube orally and dextrose, later they treated him with IV glucose. After the treatment the bg reading was 67 mg/dl. At the time of the report the patient was recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.